Manufacturer narrative:
Unable to perform displacement test on insulin pump due to constant a35 alarm. Insulin pump was received with cracked reservoir tube lip, broken battery tube threads, scratched display window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm on the insulin pump. Customer's current blood glucose reading is 150 mg/dl. Troubleshooting was performed and the drive support cap appeared to be normal. No further information reported.